Manufacturer narrative:
Return requested for suspect battery 9amp 12v. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the site's imaging system x-ray batteries were out of specification and needed to be replaced. This was discovered during the monthly rad/gain calibrations. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to replace the battery and test the equipment. The imaging system then passed the system checkout and was found to be fully functional.